Event description:
The customer reported that blood loss of approximately 300cc occurred although an end tone, indicating a completed seal cycle, was heard. The device was on 2mm short gastric vessels at the time. The surgeon used the same device to finish the case and control bleeding. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.